Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and failed to power on with error 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; error codes 48247 and 297 occurred with the illuminator loosing communication. A technical field specialist (tfs) provided troubleshooting but the illuminator was unable to be powered back on. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques and the procedure was completed. There was no report of patient harm, adverse outcome or injury. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported issue and verify the errors in the log files. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.